Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1, e2, e3, of the initial medwatch. The information was inadvertently left out. The customer later confirmed they could not adequately complete the reprocessing (manual cleaning) around forceps elevator, as elevator wire was broken. The customer is trained on recommended clean, disinfect and sterilize (cds) steps. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the causes of the events are likely due to the following: the distal end of the subject device had physical stress while the user was handling the device. The device to olympus without reprocessing/reprocessing completely it. As a result, the foreign material remained at the forceps elevator, insertion tube, and on the bending section cover (a-rubber). The multiple events can be detected by following the instructions for use (IFU) section: -inspection of the endoscope. The event can be detected and prevented by following the IFU which state: -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable malfunction mentioned in b5, the device evaluation found knob wire was damaged, objective lens had a scratch, due to wear of angle wire, bending angle in down, left, and right direction does not meet the standard value, due to clogging of nozzle, water removal ability did not meet the standard value, switch box had discoloration, nozzle was deformed, due to wear of angle wire, bending angle in up direction and right left knob does not meet the standard value, universal cord has foreign objects, switch cover had discoloration and a dent, forceps elevator wire was completely cut off, plastic cover had a crack, right/left knob had foreign objects, connecting tube had foreign objects, due to damage on charged coupled device unit, the image had black dots, adhesive on bending section cover was detached, ig protector was damaged, universal cord had a scratch, bending section cover had foreign objects, connecting tube had a buckling, due to wear of angle wire, the play of up /down knob is out of the standard value, forceps control lever had foreign objects, grip had foreign objects, up/down knob had foreign objects, due to damage on knob wire, forceps raising angle does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus field service engineer reported (on behalf of the customer) that the elevator was not working on the evis exera ii duodenovideoscope. The issue was found after the procedure and during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: forceps elevator had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.